Event description:
It was reported that a malfunction alarm occurred with code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to reset the pump, which did not see a recurrence of the malfunction code after the reset. The customer may continue using the pump and was advised to call back if the malfunction code recurs.